Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box data from the date of the complaint has been overwritten however the current black box showed a pump reboot. The battery cap was not returned and all testing was performed with a test battery cap. The battery compartment was observed to be cracked in the thread area and from the thread area to the case seal. The battery compartment threads were observed to be damaged. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A ¿no power¿ event was not duplicated during the investigation. The pump case was removed and there was no evidence of additional moisture contamination inside the pump. (B)(4).